Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered inside of the cassette door of their cycler after ending their pd treatment. The patient stated that the event occurred a few months prior to reporting it and they continued to use the cycler. The patient did not report receiving any alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was issued a replacement cycler and advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the event and cycler replacement. Additional information was requested, however, to date a response has not been received. It was not reported in the initial call to fresenius technical support that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The return of the cycler to the manufacturer for physical evaluation was scheduled.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without alarms or failures. The cycler underwent and passed a system air leak test and a valve actuation test. A mushroom head check was performed and passed. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.